Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.